Event description:
It was confirmed that the device was explanted.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed it was functioning okay. There were insignificant anomalies.

Event description:
The patient touched a wire today and felt a surge go up his arm, leg and groin area. The patient has a peripheral nerve stimulation (pns) system. After the surge the felt like his stimulation was a bit different. The system impedances were checked and looked good. The coverage was still the same. The system was placed for the groin pain. The device was going to be reprogrammed and the rate of the system was going to be changed. It was confirmed that the patient still had coverage. The rate was opened and the higher rate was more pleasing. The patient was fine. It was reported a week later that the patient saw a company representative on (B)(6) 2014 for an adjustment because hi stimulation ke pt changing. The day after the adjustment the stimulation was going out of groin area and into the leg, it was not comfortable. The patient experienced a surging sensation on (B)(6) and had an adjustment on that same day. The patient had an electrical shock go through his body and went into the stim and to groin area. After the adjustment they said to take it easy and to call if anything changed. A few hours later when the patient¿s leg was moving forward he felt stimulation, but usually he has stimulation at all times. The patient called his doctor and scheduled an appointment for (B)(6) 2014 and met again. The patient was getting better coverage and felt better. The next day the patient experienced a loss of therapeutic effect. The patient woke up and the stimulation was no longer in his groin where he needed it. When his leg was going backwards he got stimulation and when it went forward he kind of does not get it anymore. It was not a nice stimulation, it was a prickly type of stimulation and uncomfortable. The patient was definitely feeling better yesterday but for some reason he woke up today and it changed. The patient did not know if this had to do with the electrical current that went through him. The patient¿s wires were checked and everything was working okay. The patient did not under stand how it changed, usually how he feels after leaving the office was how he feels the next day. The patient did not know if maybe the wire heated up and burned his flesh on the inside, he was not sure. After the electric current went through the patient¿s body, his stimulation changed, and that was what started this. They did not look under the fluoroscope or anything but this was the second time something changed after an adjustment. If the patient turns the stimulation down or off, his groin pain comes back which was even worse. The company representative met with the patient on (B)(6) 2014 and a reprogram was attempted. There was one area of intermittent stimulation. The patient was going to meet with his physician on (B)(6) to follow up on program changes from today as well as take an x-ray to confirm if the lead shifted. The stimulation felt better but not as good as it was before he touched the electrical wire. The impedances were within range. A week later the patient was still not feeling stimulation right. The patient reported stinging and shocking sensations in the groin area. There was only 1 program and 1 lead that caused this. It was believed it was the 0-7 lead side, the side that was more for groin area. The other lead was for abdomen and pelvic area. The leads were peripheral. Reprogramming and different groups have been tried with no resolve. It occurred when the patient walks, felt like stimulation was going on or off. It was believed that the surging was in the same location as where the patient normally feels stimulation. Impedances for 0-7 were between 600-700ohms and then 8-15 were more like 1000-1200ohms. At the patient¿s doctor appointment on (B)(6), impedances were still fine. The ins was close to the peripheral nerve. Lead 0-7 remained an issue as it was shocking the patient when he leaned forward or backward. It was now wondered at this time if the lead may have moved. The pulse width was brought into 60 and issue was still there. The issue goes away with the ins off. X-rays will be done to determine if there was any lead migration. It was later reported that the patient was in the process of getting approval of a full replacement. The lead appeared to be in the same very similar location. The spinal cord stimulation (scs) was currently off. The system will be returned to the device manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The company representative confirmed that the patient reported excellent coverage post explant and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.